Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on damaged component qa outgoing inspection per mqa-052/a and visual inspection on damaged component at assembly in-process inspection per mfg-043/I. Actual root cause could not be determined as actual sample was not received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
It was reported that bd needle eclipse 21x1-1/2 rb needle broke. It was reported by customer that the incident with an eclipse 21g 1 1/2 lot needle 1362829 exp 2026-12-31 that occurred at our clinic yesterday during the injection of a medication to one of our patients. Verbatim: rcc received a complaint via email. I would like to report an incident with an eclipse 21g 1 1/2 lot needle 1362829 exp 2026-12-31 that occurred at our clinic yesterday during the injection of a medication to one of our patients. Unfortunately, the defective needle was thrown into the needle container. It was impossible to get it back. Product number - 305765. Customer response received on 18-jun-2024. The translation of the customer response is: 1. Could you provide us with the exact date of the incident (in dd-mm-yyyy format)? (B)(6) 2024. 2. Please describe any patient injury, injury, complication or adverse consequence of the incident. Patient did not receive full dose of antibiotic. Customer response received on 16-jul-2024. 1. What was the flaw? During the intramuscular injection into the patient, the needle detached from the syringe. The nurse observed the breakage of the equipment at the needle thread (green part that screws to the syringe). 2. What was the outcome for the patient? The patient did not get the full dose of the antibiotic. 3. Which antibiotic was given? Bicillin how much antibiotic was not given? It's difficult to assess. 4. Has any additional treatment or care been provided? No.

Event description:
Material # 305765; batch # 1362829. It was reported by customer that the incident with an eclipse 21g 1 1/2 lot needle 1362829 exp 2026-12-31 that occurred at our clinic yesterday during the injection of a medication to one of our patients. Rcc received a complaint via email. I would like to report an incident with an eclipse 21g 1 1/2 lot needle 1362829 exp 2026-12-31 that occurred at our clinic yesterday during the injection of a medication to one of our patients. Unfortunately, the defective needle was thrown into the needle container. It was impossible to get it back. Product number 305765; customer response received on 18-jun-2024: the translation of the customer response is: could you provide us with the exact date of the incident (in dd-mm-yyyy format)? On (B)(6) 2024. Please describe any patient injury, injury, complication or adverse consequence of the incident. Patient did not receive full dose of antibiotic. Customer response received on 16-jul-2024. What was the flaw? During the intramuscular injection into the patient, the needle detached from the syringe. The nurse observed the breakage of the equipment at the needle thread (green part that screws to the syringe). What was the outcome for the patient? The patient did not get the full dose of the antibiotic. Which antibiotic was given? Bicillin how much antibiotic was not given? It's difficult to assess. Has any additional treatment or care been provided? No.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on damaged component qa outgoing inspection and visual inspection on damaged component at assembly in-process inspection. Actual root cause could not be determined as actual sample was not received for investigation. The complaint will be re-opened and re-investigated when sample is received.